Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported that there was real heaviness in her legs since implant. At the time the additional information was received, the device was programmed to go off at midnight and come back on in the morning. While the device was off, the pain returns, but the heaviness does not go away. The patient has had the device reprogrammed 3 times, but it did not resolve the heaviness. The device has taken all of the pain out of her legs, but both of her legs feel like they are cement casts. The patient could hardly walk any distance.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported the patient was still feeling heaviness in their legs in (B)(6) 2015. Their physician had not done anything to help. The patient was put on notriptyline two weeks after surgery to address the heaviness in their legs. When stimulation was turned off the patient still had heaviness in their legs. They saw another health care professional and they were told to stop taking the notriptyline since it wasn't helping. The patient was then told not to come back. The patient does have stimulation at 6.2 and it was noted if it was any higher they would feel stimulation in their chest down to their toes. At 6.2 the patient did not feel stimulation but they had pain relief. Interventions and outcome were unknown.

Event description:
Additional information was received from the patient. The patient reported that the manufacturer representative changed her settings on (B)(6) 2016 due to her legs feeling heavy. The patient stated they found a program that made her legs feel a lot better. The patient states that the day after she was reprogrammed, she woke up with her legs feeling bad again. The patient checked the device with their patient programmer and they noted that the settings had changed back to one of the original settings. The patient changed the settings on her own and noted that every time she changed the settings, it would go back to the original settings and she was not getting any relief from the heaviness in her legs. It was confirmed that the ins was on. It was further noted that she had a recent myelogram done.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that for the past week their patient programmer was not working. Troubleshooting was performed and the patient was able to sync showing the device was set at 10.5 and the patient decreased to 4.3v and the therapy was on. The group setting was not displayed on the patient programmer but it was determined the patient programmer was functioning as it should. The patient was not feeling stimulation despite increasing then decreasing the stimulation. The therapy was supposed to stop the pain in both legs but their legs felt heavy like a block of wood. There were no falls or trauma associated with the event. The indication for use was for spinal pain. No interventions or outcome was provided however additional information was requested and if received a follow-up report will be sent.

Event description:
Additional information received from the patient reported that due to the heaviness in the patient's legs it was hard to walk. The patient had no pain but the leg heaviness persisted. The patient had their veins checked and everything was okay. It was noted that the patient had diabetes but they thought the leg pain was related to their implant. It was unclear if the patient still had leg pain or not at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the consumer who reported that the device had not been working properly for the last 6-8 months. The device had always taken away the patient¿s pain in their legs but it was not helping with a leg issue that they were having. The patient stated that they had started to have the new problem of their legs felly very heavy as if there were cement casts on them. The heaviness ran from their toes up to their hip bones. The programs had been re-done 4-5 times by 2 different manufacturer representatives but it still had not helped. The heaviness had gotten worse the last 6 months or so and had become so bad that the patient could hardly walk. The patient was in a wheel chair at home and went to physical therapy for it. When the weather was bad their legs hurt even worse. Nor that snow was coming, their legs felt so much heavier on the day of the call because of the change in weather. It was mentioned that the patient had changed programs last night to see if that might help. The patient kept moving their legs because their legs were uncomfortable. At night it felt like the patient had restless leg syndrome because of the heaviness. It was reported that the patient did not know where the heaviness was coming from and neither did anyone else. The patient reported that they did not think that the device was causing the issue. It was stated that the manufacturer representative had programmed their device and the patient had the device off from 5 am to 7 am and the heaviness was back when they woke up. The last appointment with the manufacturer representative had been cancelled. The patient¿s managing health care professional (hcp) had been notified of the heaviness a year ago. The patient had told the hcp that they did not have pain so the hcp stated that their job was done as the device was supposed to cover the pain. The patient was being referred to a neurologist from their primary care physician but was waiting on papers.

Event description:
It was reported by the consumer on (B)(6) 2017 that an unknown error code was seen on the patient programmer. The patient saw a ¿call your doctor¿ screen with the code ¿emi¿ but the patient as not sure and they were not able to pull up the code during the call. The patient saw this code when they were attempting to change their program. It came up 4 different times but eventually the patient was able to bypass it and get to their settings. The patient was redirected to their hcp and it was recommended that the patient write down the code if they see it again. This occurred on (B)(6) 2017. It was noted that the patient had a primary device and had been told by a manufacturer representative at some time that their device would last 3-4 years. There were no patient symptoms reported. No further complications were reported. Additional information was received from the consumer on (B)(6) 2017 reporting that it was very hard for the patient to believe that out of the thousands of people who have stimulators from the manufacturer that they were the only one that had this heaviness in their legs. It was so bad that they could barely walk. Additional information was received from the consumer on (B)(6) 2017 reporting that the error code that was seen was the elective replacement indicator (eri) message. The patient went to the health care professional (hcp) office and was given a prescription but the medication did not working. The patient¿s family physician referred the patient to a new neurologist. No further complications were reported. Additional information was received from the health care professional (hcp) on (B)(4) 2017 reporting that the patient was referred to a vein center and a physical therapist. The patient was currently on the following medications: ¿nortriptolee¿ (this was potentially indicating the medication nortriptyline), amitriptyline, and tizanidine. It was reported that the cause of the leg heaviness was not determined. It was noted that the patient¿s neuropathic pain was resolved after the scs implant and the ¿heaviness¿ was not targeted. The hcp provided patient weight information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that their stimulator was reprogrammed by a manufacturing representative, and they were told to go back to the pain management physician if the reprogramming did not resolve the issue of their ins not working properly, and leg heaviness. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still having leg heaviness and that it was making it hard for the patient to walk. The patient stated that it didn't matter if the stimulation was on or off; the heaviness does not change. The patient noted that the heaviness did not start until after the device was implanted. The patient reported that the device had helped with the pain, but not the heaviness. The patient reported that they are going to physical therapy and that they are in a wheelchair or walker all the time because the pain is so bad that they can't walk. The patient also reported seeing eri on their patient programmer and that their healthcare provider is looking for a doctor who can replace their device. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the heaviness in the legs was from mid thighs down to her toes, which began after implant. She was reprogrammed about 2 months ago, but it had not helped at all. The patient confirmed that she was not experiencing pain at the time. The patient was unable to find a new hcp. The issue continued to be unresolved and the circumstances leading to the heaviness were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the representative (rep) could not find a program to stop the heaviness in the patient's legs. The patient stated that the rep gave them five programs to try and none of them helped. They reported that the heaviness was so bad they could not walk. The patient stated they might have the device removed. No further complications were reported.